Manufacturer narrative:
During review of this file, it was noticed that required intervention to prevent permanent impairment/damage (devices) had in advertently been omitted.

Manufacturer narrative:
The device was in use for treatment. The lead was explanted, however, it has not been returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Loss of capture/sensing, and threshold elevation are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the lead was explanted due to very high threshold with no capture. The lead was actively implanted for approximately 14 years, 5 months.